Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Reportedly, the alarm was cleared by the customer using an air compressor to clear the tubing. There was no reported impact to blood glucose.